Manufacturer narrative:
P-cap / reservoir locks properly into place. No motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded motor home switch and corroded electronic assemblies. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed. Motor tested outside the pump and received pump error 38 at rewind. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump got broken at back of case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.